Manufacturer narrative:
(B)(4). Instrument a: premature sled movement. The ec45a device (a) was received for analysis with no visual non-conformances and with an ecr45m cartridge reload present. The cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned cartridge reload was tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device opened and closed as intended. The analysis found that one ec45a device (b) was returned in good visual condition and with one ecr45w cartridge reload loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device opened and closed as intended.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the first device locked out and the second device locked out. One device was difficult to open and with the other, the tissue fell away from the device and would not open. A competitor's device was used to complete the procedure. No adverse consequences reported.